Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -09.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. During the process of inserting the lens into the eye,the lensl turned over and was accidentally torn during the adjustment. The lens was removed and exchanged with the same length lens on (B)(6) 2019. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Clam#: (B)(4).